Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the reservoir had air bubbles. The customer¿s blood glucose level at the time of incident was unknown. The customer was purging air bubbles from line during prime however the customer was not able to get the air bubbles out. The insulin pump will not be returned for analysis.